Event description:
A review of events indicated that patient samples tested on the echo lumena automated blood bank system produced inaccurate results. A review indicated that ten (10) patient sample tests using the echo lumena automated blood bank system produced five (5) unexpected false negative results for the anti-e antibody; three (3) for the anti-jka antibody; one (1) for the anti-fya antibody; one (1) for the anti-k antibody. One additional (1) instrument malfunction generated an inaccurate abo result using the abo forward typing assay. Based on a historical result; typing for anti-d was inaccurate. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. No single reason for the false negatives was determined and the malfunctions are allocated against the analytical instrument.

Manufacturer narrative:
Additional serial numbers: (B)(4). Additional lot numbers : 504898,id422,id423, and sc776.